Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on an unknown date and mesh was implanted. One week post-op, the patient developed a rash on the groin area. The rash spread to both the anterior and posterior aspects of the upper legs. The patient is currently being treated with topical steroid creams. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.